Event description:
Facility reports that while using a golvo mobile lift that the strap had become stuck in the mast and during the lift the "slack" unexpectedly release and caused the slingbar to come in contact with the pt's chest where he just had surgery. No injury was reported. Facility offered remedial training for its staff on the use of the equipment.